Manufacturer narrative:
E1: initial reporter postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked; a large amount of liquid was found in the storage box. This was observed during a stock count. There was skin contact with the leaking solution; however, the skin was washed with soap and water with no further issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h10. H4: the lot was manufactured between may 10, 2023 and may 11, 2023. H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water, and a leak was observed between the spike port tubing and spike port connector. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack for cyclohexanone applied to the spike port tube during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.